Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 years and 5 months following the implant of a transcatheter valve, the patient presented with bipedal edema, exertional dyspnea, and fatigue. The patient underwent workup that noted a decreasing aortic valve area (ava), and a transcatheter aortic valve replacement procedure was planned. However, the patient underwent bone marrow aspiration (bma) due to pancytopenia. Following the bma, there was progression of exertional dyspnea and edema that extended from the patient's feet to the upper thighs and upper extremities. Approximately 12 years and 1 month following the implant of the transcatheter valve, a coronary angiogram was performed that showed normal coronary arteries. An echocardiogram was performed that revealed a decreased ava from 1.35 squared centimeters (cm²) to 0.85 cm² with an increased mean gradient from 29.4 millimeters of mercury (mm hg) to 34.9 mmhg, and an increased peak velocity of 3.7 meters per second (m/s) to 4.02 m/s. Additionally, severe aortic stenosis (as) with moderate paravalvular leak (pvl) and severe central aortic regurgitation were observed, and the patient was diagnosed with acute decompensated heart failure (adhf) due to valvular heart disease (vhd). Subsequently, a second transcatheter valve was implanted valve-in-valve. Following the implant of the second valve, there was no pvl and a mean gradient of 2 mmhg was observed on echocardiogram.